Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 68 mg/dl. Troubleshooting was done. Customer stated received button error when he came back from biking. . Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked cast at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.